Event description:
Claimant, through counsel, alleges that he was implanted with cartiva on the right side on (B)(6) 2017 and revised on (B)(6) 2020 due to subsidence.

Manufacturer narrative:
The information in this report was provided by (B)(4). No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Claimant, through counsel, alleges that he was implanted with cartiva on the right side on (B)(6) 2017 and revised on (B)(6) 2020 due to subsidence.